Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having follicular lymphoma, kidney cancer and sarcoidosis while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having follicular lymphoma, kidney cancer and sarcoidosis while using this device. This notification was reviewed by the pms clinical expert due to the patient's attorney reporting: follicular lymphoma, kidney cancer, and sarcoidosis. The device may have caused or contributed to the reported event. However, there is insufficient information related to: sn of device/device information, device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. At this time, we are unable to make attempts to obtain additional information given the legal involvement in this case and lack of customer contact information. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.